Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was experiencing no psychophysical responses with his processors and impedances or compliance levels could not be measured. The cochlear implant was evaluated on (B)(6) 2019 using the integrity test system. The results are consistent with a device malfunction.